Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called to report a delivery issue and noted that due to not receiving the product, she experienced a medical event. The customer initially reported on 11-july-2020, that the adc freestyle libre sensor fell off after 4 days of application. On 11-aug-2020, the customer reported that due to a delivery issue involving the replacement product, she was unable to check her glucose levels and experienced symptoms described as ¿sleeping, dry mouth, urinating a lot, weakness, and tiredness¿. The customer was unable to self-treat and a non-hcp treated the customer with orange juice, biscuits, and insulin (dose unknown). The customer had contact with a healthcare provider and was diagnosed with hypoglycemia but no additional treatment was reported. There was no report of death or permanent injury associated with this event.